Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 6 months and 21 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a wound culture taken on (B)(6) 2018 that resulted (B)(6) for an (B)(6) percutaneous lead (driveline) infection on (B)(6) 2018. There was no adjacent erythema or tenderness at the driveline site. The (B)(6) was treated with 100 mg of (B)(6) antibiotics, twice a day. Additional information was requested and provided that confirmed the infection was related to the driveline and that the patient is still being treated with antibiotic medication.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A direct correlation between the device and the percutaneous lead (driveline) infection could not conclusively be determined. Infection is listed in the instructions for use as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.